Manufacturer narrative:
The report of power cable disconnect alarms and pump stoppages was confirmed based on the information contained log files submitted for evaluation and retrieved from the returned system controllers. Although the recorded events could potentially be related to a percutaneous lead (lead) issue, the evaluation of the returned portion of the lead did not reveal any damage that would have resulted in a pump stoppage or reduction in pump speed. Electrical continuity testing of the lead in the condition that it was received found all wires to be electrically intact. Visual examination and high potential testing of the underlying wires found no areas of compromised wire insulation. X-ray images of the internal and external portions of the lead were submitted for evaluation and showed no areas of potential wire insulation compromise. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was discharged home with a ungrounded patient cable for use with the power module. The patient had no further alarms since discharge and is doing fine. The patient is now reportedly being followed at (B)(6) hospital.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 4 years, 6 months the replaced portion of the percutaneous lead was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that power disconnect alarms were sounding while the system was connected to both power module and battery power. The system controller was switched out and the patient was provided with an ungrounded patient cable for use with the power module. No further alarms were reported. The patient was asymptomatic. X-rays of the percutaneous lead (lead) were submitted to the manufacturer's technical services team. Review of the images noted two areas of potential concern. One appeared to be internal to the patient near the pump where the lead appeared to be possibly looped around the pump. The other area of concern was external to the patient in the distal lead . On (B)(6) 2016, technical service performed a percutaneous lead evaluation. Visual inspection found rescue tape wrapped around almost the entire length of the external lead. Phase interrupter testing did not find any open wires. Approximately 22 inches of the external portion of the lead was replaced. The patient was switched to a regular grounded patient cable and no alarms occurred. No additional information was provided.